Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
Patient's mother reported her daughter was having issues with pockets under the skin feeling like a nodule on her arm after wearing the pod longer than 72 hours. There was also a yellow discharge of fluid when pod was removed. The doctor prescribed antibiotics to treat infection.